Manufacturer narrative:
(B)(4). Concomitant medical products: 650-1055 ¿ ceramic head ¿ 2964312. 650-1068 ¿ ceramic taper sleeve ¿ 2959203. Unknown cup ¿ unknown part and lot. Unknown stem ¿ unknown part and lot. Product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation. Subsequently, the patient underwent a second revision approximately 3 weeks later due to disassociation of the head from the bearing. The head and bearing were removed and replaced with competitor product. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted, to relay additional information. Visual evaluation of the provided intraoperative photo identified, that the bearing was disassociated from the head. Visual evaluation of the returned head and bearing were assembled and identified damage on the rim feature, and the outer spherical surface of the liner. DHR was reviewed, and no discrepancies were found. The root cause is unable to be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available, at the time of this report.